Manufacturer narrative:
The real intelligence cori, part number rob10024, serial number unknown, intended for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. System log files or screenshots were not provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. A complaint history review for similar reported/confirmed complaints has identified prior events. While all products meet required manufacturing specifications prior to release a serial number, lot number, part revision or software version is required to link the device to a DHR or nc investigation. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical escalation event review was not completed. The product was not returned and no evidence was made available to link the complaint to an escalation event. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was not confirmed through a visual or functional evaluation, factors contributing to the reported symptom may have been associated with a console software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a bilateral cori assisted tka surgery, the first side had issues with the navio flat markers was only visible at 45 degrees. At the end of the case once the implants were in, they went to checkpoint verification just to see if there was movement, and it said an error of 4.0mm. The second side and after cutting the 5 in 1 block it asked for checkpoint verification and registered an error of 2.9mm. The surgeon was adamant there had been no movement of checkpoints or arrays so were verified and completed the case. The procedure was resumed, after a non significant delay, with a s+n back up device. No injury was reported as a consequence of this issue.